Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions of foreign material: cause not established. Based on the results of the investigation, it is likely the following led to the malfunction of crack in the adhesive around the objective lens: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope presented white foreign objects in the air water cylinder and the air water tube and crack in the adhesive around the objective lens. There was no patient involvement.